Event description:
It was reported by the physician that the patient had passed away. When asked, the physician's office stated they had no additional information. An internet obituary search was performed; however, no information was found. A battery life calculation was performed which showed the patient's generator had approximately 10 years remaining until neos = yes (near end of service). The in-house programming history database was reviewed. The database contained information from 01/30/2015 through 06/25/2015 and no anomalies were noted. The last system diagnostics were performed on 06/25/2015 and showed the device was working as intended.